Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer continued using the pump for insulin therapy.